Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotablator rotalink plus device with a rotawire. There was no damage to the rotawire. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually examined. The burr was detached from the coil and received on the rotawire. The burr was able to be removed from the rotawire with no issues or resistance. Inspection of the device revealed that the coil was broken and there was portion of the coil still attached inside the burr. The annulus was damaged, not rounded and flared. The damage to the annulus is consistent to interaction with the rotawire during rotation. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that burr detachment occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 2.00mm rotalink plus was selected for use. During procedure, ablation was performed in the rca; when removal was attempted, it was noted that the burr became stuck in the guiding catheter entry part. When it was pulled, the burr was separated and the tip part of the burr and the rotawire remained in the entry part of the guiding catheter. The tip part of the burr was successfully retrieved by pulling the rotawire. Procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that burr detachment occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 2.00mm rotalink¿ plus was selected for use. During procedure, ablation was performed in the rca; when removal was attempted, it was noted that the burr became stuck in the guiding catheter entry part. When it was pulled, the burr was separated and the tip part of the burr and the rotawire remained in the entry part of the guiding catheter. The tip part of the burr was successfully retrieved by pulling the rotawire. Procedure was completed with this device. No patient complications were reported.